Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03483 and 2134265-2018-03685. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to perform automatic pullback. However, it was noted that the ilab ultrasound imaging system froze during pullback. The issue was resolved after turning off and on the ilab main switch, but the same issue occurred again. No patient complications were reported.